Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer continued to use the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.